Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Reportedly, the customer is able to access the pump's features. Blood glucose level was not impacted.